Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (event site name, initial reporter), h6 (medical device ¿ problem code, component codes).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) pressure synchronization alarm missing. No injury or harm.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The customer reported "pressure synchronization alarm missing despite already synchronizing on ECG". The fse performed troubleshooting check, checked ECG and pressure signal inputs with a specific simulator. Reloaded software version d.01, pressure transducer calibrations. Functional checks and diagnostic tests. Regular operation tests. Repair completed. The device has passed all performance and safety tests according to the manufacturer's specifications. The device has been returned to the customer and cleared for clinical use.

Event description:
It was reported that while starting the therapy the cardiosave intra aortic balloon pump (iabp) had pressure synchronization alarm missing. There was patient involvement however, no adverse event reported.